Event description:
MFR rep reported that her vns therapy programming wand was not operating properly. Wand was subsequently delivered to product analysis. During analysis the reported issue, communication difficulties,was confirmed. The wand serial cable, which produced communication errors, had intermittent conductors. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.